Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. H3: device evaluation is not required. H6: health effect clinical code 4581: headaches. Claim: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, discomfort & headaches. The lens was exchanged with a shorter length lens & the problem resolved.